Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that boluses were not being recorded in the pump history; bolus totals do not match by a >5% difference. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2019 with the following findings: a review of the black box showed call service 006 alarms. The call service 006 alarm occurred when attempting to bolus. Neither alarm nor attempted bolus were recorded in the pump history. The call service 006 alarm was due to an eeprom component failure. The alleged inaccurate history was due to the eeprom component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.